Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the label is torn and not legible. The battery compartment is cracked below finger pad. (B)(6).